Manufacturer narrative:
All previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was a settings not available message. The patient reported that she began feeling a jolting type of stimulation sensation friday evening. The patient reported that she thought the ¿jolting¿ was simply related to positional movements but when she woke up saturday morning, she unlocked her controller and the screen displayed settings not available. The patient reported that the ins and controller were both fully charged. The patient noted that she had tried all her groups and programs available, but the stimulation wouldn¿t increase, it showed settings not available. The patient reported that stimulation would decrease but not increase. The patient also reported that she had not felt stimulation since saturday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the jolting sensation, the loss of stimulation, the settings not available message and the inability to increase stimulation was an issue with the sensor. The patient said they met with a manufacturer representative and the issues were resolved. No further complications were reported/anticipated.